Event description:
This patient had a history of large vestibular aquaduct syndrome. The child experienced neck pain five days after implantation and was treated for meningitis. The patient fully recovered and successfully uses the implant.